Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Regarding an external device. It was reported, that the controller screen won¿t come on, which started yesterday. They took bp out and put in aa batteries, but screen still won¿t come on. During the call, they took bp out, but they are not at home and don't have ac power cord to try plugging in controller. When pt gets home, they will plug in ac power cord to controller and screen should come on. The pt called back and stated, they attempted to call back (B)(6) last night, but it was after close. Patient stated, when they got home, they attempted to plug the controller into the ac power supply without the battery pack, and the controller still was blank and unresponsive. Pt confirmed, there was a green light on the ac power supply cord. Pt stated, they also tried to use aa batteries, but the controller was blank. Pt confirmed, no physical damage to the controller. The issue was not resolved. An email was sent to repair to replace the controller.

Manufacturer narrative:
H3: product ID: 97745, serial# (B)(6) was returned for analysis and found the main board lithium battery contacts were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.